Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-jug-celect-perm. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) could be either k061815 or k073374. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a lytics case was being performed and it was noted that two secondary struts had fractured off of the filter and penetrating the wall of the ivc. One portion of the device was able to removed the same day. A second procedure was performed the next day and the filter was removed successfully; however, the second fractured strut was unable to be retrieved and left in the vertebral body. The patient is asymptomatic and was made aware of the remaining device portion. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is solely based on description of event stating "two secondary struts had fractured off of the filter and penetrating the wall of the ivc. One portion of the device was able to removed the same day. A second procedure was performed the next day and the filter was removed successfully; however, the second fractured strut was unable to be retrieved and left in the vertebral body. The patient is asymptomatic and was made aware of the remaining device portion." Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported fracture. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.